Event description:
It was reported that an er220 was used durinag a laparoscopic cholecystectomy. It was reported by the affiliate that the clip spitted (ejected), but did not fall into the pt. A new applier was used to complete the case. There was no consequence to the pt.